Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after the implant procedure, an echocardiogram revealed a trivial pericardial effusion, but nothing was done for it at the time as it was very small. Another planned echocardiogram was later performed which revealed a slightly larger, but overall still a small pericardial effusion. Another planned echocardiogram was later performed which was technically limited due to lung artifact, but did show again a small pericardial effusion. The patient was scheduled for a follow up with the cardiologist. The physician noted that the effusion appeared stable. Nothing was done as a result of the effusion since it was very small. The lv lead, right atrial (ra) lead, and right ventricular (rv) lead remain in use. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.